Event description:
The caller reported that the pump screen was not turning on and the wake button was difficult to press, requiring multiple attempts to activate the screen. There was no adverse impact to the customer¿s blood glucose level. The customer continued to use current pump.